Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search . A query was run in the eqms on 29-dec-2025 against "lot number 6012688 and similar malfunction code(s): occlusion at infusion site (infusion set related)- blockage. Occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified), steel cannula is found bent upon removal from infusion site - reduced flow, the review confirmed that lot 6012688 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search - a query was run in the eqms on 29-dec-2025 against "lot number" criteria equal 6012688 and similar malfunction codes occlusion at infusion site (infusion set related)- blockage. Occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified), steel cannula is found bent upon removal from infusion site - reduced flow. The count of complaint is 1. The complaint number is (B)(4). Device history record (DHR review: the lot 6012688 was manufactured according to the work instruction (wi)version 101 and manufactured in the machine 14 on 29/may/2025 with a total of (B)(4) units. The sub-assembly welding of the lot 5e04014 was manufactured according to the wi version 34 and manufactured in the machine ls24 and ls25, on 26/may/2025, with a total of (B)(4) units. The sub-assembly welnding of the lot 5e04015 was manufactured according to the wi form-001865 version 03 and manufactured in the machine ls24 and ls25, on 27/may/2025, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review:no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). As a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6012688 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized after experiencing hyperglycemia and diabetic ketoacidosis on (B)(6) 2025. The blood glucose level was 600 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin for dehydration and discharged on (B)(6) 2025. The patient also had symptoms of vomiting, confusion, and unsteady movement. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search - a query was run in the eqms on 29-dec-2025 against "lot number 6012688 and similar malfunction code(s): occlusion at infusion site (infusion set related)- blockage. Occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified), steel cannula is found bent upon removal from infusion site - reduced flow, the review confirmed that lot 6012688 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search - a query was run in the eqms on 29-dec-2025 against "lot number" criteria equal 6012688 and similar malfunction codes occlusion at infusion site (infusion set related)- blockage. Occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified), steel cannula is found bent upon removal from infusion site - reduced flow. The count of complaint is 1. The complaint number is (B)(4). Device history record (DHR) review: the lot 6012688 was manufactured according to the work instruction (wi)version 101 and manufactured in the machine 14 on 29/may/2025 with a total of (B)(4) units. The sub-assembly welding of the lot 5e04014 was manufactured according to the wi version 34 and manufactured in the machine ls24 and ls25, on 26/may/2025, with a total of (B)(4) units. The sub-assembly welnding of the lot 5e04015 was manufactured according to the wi form-001865 version 03 and manufactured in the machine ls24 and ls25, on 27/may/2025, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). As a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6012688 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.